Manufacturer narrative:
The initial MDR was filed on september 7th, 2017. Additional information received (09/12/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data and concluded the cause was due to operator error when the water purification module (wpm) filters were incorrectly loaded in their respective color coded positions, impacting the water quality and subsequently the co2 and phos performance. The issue was resolved with placing the filters in their proper locations followed by flushing the system with water and recalibration of the co2 and phos assays. The cause of the discordant, falsely low co2 result was due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist reviewed the process error log and found an error for the water purification module (wpm), indicating the resistivity was less than the set point. The ccc specialist reviewed the wpm maintenance log, which indicated that the customer had replaced both the q-gard and the progard. The ccc specialist instructed the customer to confirm the q-gard and pro-gard were placed correctly in their spots. The ccc specialist instructed the customer to recalibrate the co2 and phosphorus and repeat quality controls for all methods, after which all resulted satisfactory. The cause of the discordant, falsely low co2 result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on one patient's sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher and matching the patient's clinical history. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.